Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damage that would indicate the pod had deployed into either. Inspection of the download data found that the rotational sensor failed to transition in conjunction with a dip in pulse widths, indicating a stall occurred due to the hook talons slipping over the ratchet gear. The pod arrived fully deployed. The shelf mode current was measured to be within specification. The cause of the failure to detent the gear, and communication error cannot be conclusively determined. The top housing was also evaluated and was observed to be cracked. The timing and cause of the observed housing cracks could not be determined.

Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. It was reported that the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp3a.251105.015. Hardware: pixel 9. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level exceeded 250 mg/dl while wearing the pod for less than one hour. They were unsure whether the cannula was properly seated in the infusion site. The patient¿s parent stated there was also a communication error received during activation. There was no treatment information provided.